Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient had an impella cp implant, prior to the implant and the patient had very small vessels with both legs very cool and clammy with no distal pulses found by doppler. The staff proceeded with the impella implant and a distal perfusion catheter was placed after the implant. It was further reported that the patient got hypotensive overnight and team believed she was hypovolemic therefore packed red blood cells/platelets/fresh frozen plasma were given. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.